Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery system did not display accurate fi02 values. There was no adverse consequence to a patient as a result of this event.